Event description:
Upon insertion of the ellips fx phaco transversal ultrasound I/a handpiece into the veteran's eye, the provider noted small white particles within the chamber of the eye. The provider was able to retrieve all particles from the eye chamber and the particles were captured in a specimen cup for analysis.